Manufacturer narrative:
Recall notice was forwarded to the risk manager at the user facility on november 12, 2009.

Event description:
It was reported that patient underwent procedure utilizing ziptight ankle syndesmosis fixation on (B) (6) 2009. During the procedure, device implanted was a stainless steel component and not titanium as labeled.